Event description:
The account alleged the head section was drifting down slowly. No pt impact.

Manufacturer narrative:
The technician found the solenoid valve was damaged and was leaking fluid. The technician replaced the head solenoid valve to resolve the issue.